Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. The customer¿s blood glucose level was unknown at the time of incident and the current was unknown. Customer stated that she had two reservoirs that had small air bubbles. The customer also reported that reservoir was filled and the tiny air bubble noticed. The device will not be returned for analysis.